Event description:
It was reported that a spectrum infusion pump was alarming system error 105. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baster and an evaluation was performed. The evaluation confirmed but did not reproduce the system error 105. The reported symptom was observed during power up and caused by a failed motor seized). The failed motor assembly was replaced.